Event description:
It was reported that the defibrillator "does not give contact with disposable paddles". Further information was provided that "sometimes the pads on board the defibrillator fail the tests". There was reportedly no patient involvement.